Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i tubing came apart and leaked. The following information was provided by the initial reporter: material no: 383313 batch no: 0266500. It was reported that the tubing came apart from the butterfly at the connection. Verbatim: IV placed by rn. After securing IV in place patient has bleeding on site. Upon checking, device failed. Tubing came apart from butterfly at connection by itself.

Manufacturer narrative:
H.6. Investigation: a complaint of tubing separating was received from the customer. A device history record review was completed by our quality engineer team for provided lot number 0266500. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. A complaint history review was completed, this is the first complaint for separation adapter from tubing 383313 & batch 0266500. H3 other text : see h.10.

Manufacturer narrative:
The initial reporter also notified the FDA on march 2021. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i tubing came apart and leaked. The following information was provided by the initial reporter: material no: 383313 batch no: 0266500. It was reported that the tubing came apart from the butterfly at the connection. IV placed by rn. After securing IV in place patient has bleeding on site. Upon checking, device failed. Tubing came apart from butterfly at connection by itself.